Event description:
It was reported that prior to the implant procedure, the physician had difficulty extending and retracting the helix portion of the lead. The helix appeared to be bent. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the helix was extrinsically bent. Visual summary analysis of the lead indicated that the lead was damaged at implant. (B)(4).